Manufacturer narrative:
This is capital equipment evaluated at the customer site. The fse serviced the unit, and confirmed there was a leak coming from the reservoir. The customer has yet to decide if they want the unit repaired.

Manufacturer narrative:
Evaluation summary: the customer reported that disinfectant fluid was leaking from the overflow hose of the reservoir. The tsr gave the customer instructions to check the waste valve (v6) and disinfectant reservoir valve (v7). The customer was advised to move the disinfectant into the basin and to swap with the spray tower valve (v5). The tsr mentioned to the customer that if it was not either one of these valves then it would most likely be the water inlet valve (v4). But the issue was not resolved. The fse was sent to the facility to access the unit. The fse found the system leaking cidex opa from the bottom of the unit. The fse replaced the cracked reservoir assembly. The fse ran a test cycle and confirmed that the system meets manufacturer's specifications. The service history for this aer shows that the replaced reservoir tank is the old design. The old tank design was assembled (non-molded) and can crack resulting in leakage over time leading to failure to the temperature subsystem. Therefore, the old tank assembly failed with a known failure mode addressed by a CAPA which implemented a new reservoir tank assembly.

Event description:
The customer alleged the unit was leaking from the overflow, the liquid had a bluish tint. An asp field service engineer was dispatched.